Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, product type: programmer, patient. Product ID: 37603, serial#: (B)(4), implanted: (B)(6)2015, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that there was an out of regulation (oor) on the patient programmer display. The patient felt decreasing therapy on one half of the body. There were no falls or trauma associated with the event. The patient's left device had the oor message, but the right side was working fine. Impedance measurements were taken and found to be normal on the left side, but high on the right side. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had daily sensations of electricity, like tingling sensations with different strength, in right arm for approximately a year. The sensation usually comes and goes during the day, but can also wake patient up at night. The patient had a feeling like "swollen toes" when visiting the clinic (B)(6) 2018, which resolved by reprogramming and excluding electrode 0. All electrode pairs involving electrode 0 were greater than 4,000 ohms. Left side impedances were in normal range. A surgical revision was planned for the day after this report. It was noted the patient had several extension replacements over the years. There were no falls associated with the event. The patient was implanted in the left ventral intermediate (vim) thalamus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the patient did not undergo a surgical procedure. The hcp found out that the problem was overstimulation by testing the impedance and re-programming the settings. The patient is now doing fine and is happy with their dbs treatment.